Manufacturer narrative:
Unit has not been received from the field. The facility stated they no longer have the complaint unit. The alleged complaint unit will not be returned for evaluation. It is not possible to verify an assignable cause for the failure without evaluating the alleged complaint unit. Insufficient information for a complete investigation. The DHR for lot 10613-01 was reviewed. The units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot 10613-01. There was only (B)(4) reported microtip unit failure from this lot has a failure rate of (B)(4).

Event description:
Upon priming the unit the prime unsuccessful message came up. Tried to reprime and the vacuum message resulted. We opened another tx-1 and it primed successfully.